Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was not completed because the serial number had not been provided. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 10 and they couldn't turn it off. They stated that there would be a two day delay in therapy while they waited for a replacement pump from their home care provider. Mmd did follow up with the initial reporter and they reported that "had not had a feeding in a week" and they "take nothing by mouth". They stated that they were in the hospital last week, but did not state why and that none of the pumps or bags they have received will prime. They declined troubleshooting, educational materials, and other support. They did not provide any additional information. [(B)(4)].